Event description:
It was reported that, during an office follow-up, the low energy shock impedance was 205 ohms. Technical services reviewed the device data. The weekly low-energy shock impedances have ranged from 150 to 205 ohms. The impedances are high but within normal limits. There was no defibrillation threshold testing at implant or at the pulse generator replacement procedure last year. Technical services discussed the impedances with the clinic. Later, the doctor explanted and replaced the electrode onto the chronic pulse generator. There were no additional adverse patient effects. The pulse generator remains implanted.